Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 2 devices had distal insufflation failure. A replacement device was used to complete the procedure. No patient effect was reported by the hospital.

Manufacturer narrative:
Investigation results: the investigation was completed, and it is concluded that the device does not meet leak or distal insufflation flow rate specifications; the complaint is confirmed. A non-circular main seal positioned on the cannula is probable cause of low distal insufflation. Manufacturing personnel will be notified about this failure mode.